Event description:
It was reported via service report that the footend will not jack up. It was unk if there was a pt involved, however there were no adverse consequences reported as a result of this issue.